Event description:
Additional information was received from the patient. It was reported that the device is still turning off when it feels like it. It is charged fully and still turns off. Pt is unable to meet with doctor until a later time, the issue has not been resolved.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The reason for call was caller reported that they are having trouble charging the implant; it gets "stuck" at 40% and does not increment to 100%. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed implant is red/low. Caller confirmed no physical damage on recharger cord nor pins. Caller blew in port of controller and wiped pins on the bottom of the recharger to ensure no debris. Caller then connected recharger and confirmed charging excellent. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. The troubleshooting steps that were taken on the call resolved the issue. Agent called pt back a few hours later and caller confirmed implant charged to 100%. Additional information was reported that patient rep called back stating they are getting no device found (16). Agent had caller connect with the recharger and confirmed implant battery level is red/low. Agent reviewed with caller that after they charge the implant they will no longer see this message. It was then later reported that the stimulation is turning off on its own. Caller stated that they have been monitoring the device and making sure that the implant charge does not go below 50% but it still turns off. Caller stated that the pt will notice that they do not feel stimulation so they check the device with the controller and it will say "stimulation is off" and they have to manually turn it back on. Caller stated they then have to reset the date and time every time this happens. Caller also stated that they have noticed that the implant is not holding a charge as long as it used to.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.